Manufacturer narrative:
Na

Event description:
Staff members were monitoring a pt (age and gender unk)and they were unable to obtain an ECG trace in any of the three leads. The complainant also indicated that a "leads off" message appeared on the unit's monitor screen. There is no indication of any adverse effect on the pt.